Event description:
An infusion pump with a failure code 812:02 which had occurred on power-up during biomed testing. The facility's representative stated there was no report of a patient incident on this pump since the last baxter service event. Information was requested by baxter regarding the medication involved, tubing product code and lot number in use, pump programming and set-up information, the date this report occurred and specific patient information, but no additional information was available. Additional contact information was requested but no additional contact was identified.